Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was not getting stimulation where she would have stimulation, so she wanted to meet with a manufacturer representative (rep); an appointment was scheduled for (B)(6) 2018. The patient also reported that they felt in (B)(6) 2018, but she couldn¿t remember if the stimulation issues started before or after the fall. In the end, the patient was redirected to follow-up with their healthcare professional (hcp). There were no further complications reported or anticipated. Additional information was received from the patient. It was reported that the patient fell down which led to the patient not feeling stimulation. The patient's doctor ordered a CT scan of spine. The CT scan didn't show a problem. The patient met with a clinician person to reprogram. A manufacturer representative (rep) worked with the patient to get programming close to its original area of stim. No further complications were reported.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep activated a new program which covered more areas of pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.